Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with tones from defibrillator. On interrogation, found to have multiple episodes of ventricular fibrillation, managed with defibrillator shocks. Also found to have inappropriate shocks due to suspected right ventricular (rv) lead issue. Underlying rhythm is atrial fibrillation with a controlled ventricular response rate. The patient has signs of chf (congestive heart failure), fluid overload and low cardiac output. The lead artifact was thought to be lead fracture. However, a chest x-ray showed that the lead was intact and in stable position. The patient was started on an IV (intravenous) and oral medications. The rv lead remains in use. The patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.